Manufacturer narrative:
Concomitant medical products: 5071 (2) lead, implanted: (B)(6) 2015; 5866 adaptor, implanted: (B)(6) 2015; 5076 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-pace t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.